Event description:
Information was received from a consumer regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient's pump that was implanted on (B)(6) 2014 was removed. It was noted that it almost killed her. The e vent date was unknown. No further information was available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.